Event description:
Reportable based on additional information received on (B)(4) 2012. It was reported that during a coronary artery stenting treatment procedure, the stent delivery system was unable to be advanced in the guide catheter. The lesion being treated was located in the left anterior descending artery. The physician was attempting to advance a 2.25 x 16 mm taxus ion stent in the target lesion. The stent got hooked on a non-bsc guide catheter and was unable to be advanced. Following removal longitudinal deformation was noted. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the device was returned. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. Functional testing was not possible with the guide catheter used in the complaint event because it was not returned with the stent delivery system (sds). The shaft was kinked 1.5 cm from the distal tip. The struts in the middle of the stent were bent at the location of the shaft kink. The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported event the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).